Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, after capturing a very hard stone in the common bile duct, lithotripsy was attempted; however, the basket was not strong enough to crush the stone. The device was then loaded onto an alliance handle and lithotripsy was reattempted, but the stone remained intact and the basket tip failed to detach. After this attempt, the basket was not able to be opened leaving the stone entrapped. Consequently, the basket could not be removed from the bile duct. The physician cut the handle from the device, and then removed the scope from the patient, leaving only the basket and catheter within the patient. The physician then manipulated the section of basket remaining in the patient until the stone dislodged. The basket was withdrawn from the patient, and then a second trapezoid basket was used in an attempt to crush the stone, but due to the hardness of the stone the same issue occurred; lithotripsy was unsuccessful. Due to this issue encountered with the first device, the physician chose not to use an alliance handle for a second time so the stone was released and the basket was withdrawn from the patient. A biliary stent was then placed to ensure continued drainage from the duct and then the procedure was ended. Reportedly, the procedure lasted 2 hours and the physician wanted to have the patient taken off anesthesia after this amount of time. Additionally, the physician did not allege that the second device was defective, only that he chose not to complete the procedure with this device due to the stone being "extremely hard." No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. The patient is scheduled for stone removal at a later date.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2012. According to the complainant, after capturing a very hard stone in the common bile duct, lithotripsy was attempted; however, the basket was not strong enough to crush the stone. The device was then loaded onto an alliance handle and lithotripsy was reattempted, but the stone remained intact and the basket tip failed to detach. After this attempt, the basket was not able to be opened leaving the stone entrapped. Consequently, the basket could not be removed from the bile duct. The physician cut the handle from the device, and then removed the scope from the patient, leaving only the basket and catheter within the patient. The physician then manipulated the section of basket remaining in the patient until the stone dislodged. The basket was withdrawn from the patient, and then a second trapezoid basket was used in an attempt to crush the stone, but due to the hardness of the stone the same issue occurred; lithotripsy was unsuccessful. Due to this issue encountered with the first device, the physician chose not to use an alliance handle for a second time so the stone was released and the basket was withdrawn from the patient. A biliary stent was then placed to ensure continued drainage from the duct and then the procedure was ended. Reportedly, the procedure lasted 2 hours and the physician wanted to have the patient taken off anesthesia after this amount of time. Additionally, the physician did not allege that the second device was defective, only that he chose not to complete the procedure with this device due to the stone being 'extremely hard.' No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. The patient is scheduled for stone removal at a later date.

Manufacturer narrative:
A visual examination found one partial trapezoid device with original tray lid and product label. Residue was present on the device indicating use/ handling. Only the coil assembly and wire basket assembly components were returned. The wire basket assembly had been extended out of the coil assembly approximately 30 cm. The basket wires did not appear to be bent or misshapen and the basket tip was intact. The coil assembly had been cut on the proximal end and was measured to be less than specifications. Additionally the coil assembly presented multiple kinks and buckling along the working length. Functionally, the returned unit was not tested due to the sample return condition. Further analysis of the pull-wires concluded that the pull-wires met specifications. Reportedly, the user tried to crush the stone and then used an alliance handle as the directions for use indicate. No information was provided from the complainant regarding the size of the stone but the stone was described as "extremely hard'. User technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Additionally stone size and hardness can contribute to this type failure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The exact age of the patient is unknown, however the patient was reported to be over the age of 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.